Event description:
Device malfunction: stent migrated, time of malfunction: during the procedure, adverse event: unintended site, time of adverse event: during the procedure. It was reported that during a pta revascularization stenting procedure in a mildly calcified left internal carotid artery; it was noted that the stent migrated proximally after deployment. A second rx acculink stent was implanted to cover the target lesion. Reportedly, post intervention, the patient experienced hypotension secondary to a prolonged carotid bulb vagal response. Vasopressors and inotropes were given. The condition resolved in 2007. Though requested, no additional information was available.

Manufacturer narrative:
The device is not returning, it remains in the patient. The lot history record was reviewed. There were non-conforming manufacturing reports associated with this lot number.